Event description:
It was reported that the emt was working with the fire dept and lifting a cot. Reportedly, the fire dept. Employee started to move the cot forward before it was fully latched, causing the emt to lose proper lifting technique. Allegedly, the emt sustained a back strain injury and was off work for 7 days.